Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant in (B)(6) 2010.). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/ coils fell apart and went to the back of my tubes"), device breakage ("device breakage (coils fell apart and went to the back of my tubes)"), embedded device ("essure device adherent to the lower uterine segment serosa/multiple coiled wires in the uterine corpus and one on the serosal surface"), device expulsion ("essure device adherent to the lower uterine segment serosa/multiple coiled wires in the uterine corpus and one on the serosal surface"), abdominal pain ("pain/ abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)") in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder and pelvic inflammatory disease. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and complication of device removal ("complications from essure removal procedure: coils fell apart and went to the back of my tubes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube), oophorectomy), surgery (hysterectomy (full)), surgery (hysterectomy (full)), surgery (hysterectomy (full)), surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube), oophorectomy), surgery (hysterectomy (full)), surgery (hysterectomy (full)) and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, device breakage, embedded device, device expulsion, dysmenorrhoea, vaginal discharge, fatigue and complication of device removal outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, complication of device removal, device breakage, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2008 attempted essure insertion: both tubal ostia were easily visualized. The essure device was placed through the hysteroscope and easily fed into the right tubal ostium. There was non-deployment of the coils. This was at first felt to be a defective device, and so it was repeated. Again, there was non-deployment. Because we had 1 free device that would not be charged to the patient, we did attempt a third placement, but it was felt that the tube was probably too dilated to retain a coil, and therefore we aborted the procedure. On (B)(6) 2008: the essure device was opened and placed through the hysteroscopic operative channel and very gently inserted and in one continuous fluid motion up to the black mark on the microtip applicator. The sheath was then retracted in the usual manner while maintaining proper position of the microtip on the device. Once the sheath had been fully retracted the button was pushed and microtip applicator was disconnected from its insertion device. Two coils were visualized at the tubal ostia. A similar procedure was performed on the right with one coil. On (B)(6) 2009, patient is still complaining of left lower quadrant pain requiring narcotic medication. She believes is due to essure device and wishes to have them removed. Diagnostic results: on (B)(6) 2009: CT pelvis impression(s): 1. Obstipation. 2. Bilateral fallopian tube sterilization wires. The left wire appears fractured and a portion of it lies in the peritoneal cavity. No evidence for free fluid or inflammatory process. There are bilateral fallopian tube sterilization wires present. Breakage of essure device. On (B)(6) 2009 surgical pathology report: gross description: received in formalin labeled "uterus and right fallopian tubes" is a 107 gram uterus and cervix and a detached fallopian tube identified as right. The uterus is 6.5 x 4.5 x 6.1 cm and has a tan-pink serosa with an anterior tightly adherent 3.3 cm coiled wire stuck to the surface. The cervix is 3 x 3.1 x 2.6 cm and has a tan-pink smooth ectocervix and a patent os. The transformation zone is well demarcated. Sectioning reveals coiled wires within both the right and left cornu. The endometrium is 0.8 cm and the myometrium is 2.3 cm. The fallopian tube is 9.5 cm, is fimbriated and has a diameter measuring up to 1 cm. There is metallic wire protruding from the transected end. Sectioning reveals a 4 cm coiled wire structure within the tube lumen located 3.5 cm from the fimbria. There is a 4 mm gap and a second coiled wire extending to the transection edge. There are a total of four coiled wire (one transected) measuring: serosa-3.3 cm, (transected) right cornu-1.9 and 2.5 cm (portion within the tube), left cornu-3.9 cm, tube-4 cm (length of the wire within the tube). Final diagnosis: hysterectomy with right salpingectomy: cervix - benign cervix with mild acute and chronic cervicitis. Uterine corpus - benign endometrium with endometritis (acute inflammatory cells in stroma and focally in gland lumens). Also, multiple coiled wires in the uterine corpus and one on the serosal surface. Segment of fallopian tube with focal inflammation, reactive changes, and fibrosis (with coiled wire device). On (B)(6) 2009: discharge diagnosis(es): 1. Pelvic pain. 2. Irregular menses. Hospital course: she underwent a successful, uncomplicated, total abdominal hysterectomy with right salpingectomy and cystoscopy. At the time of surgery, a small uterus was noted. There was an essure device adherent to the lower uterine segment serosa. The right essure device was, also, noted in the cornual region of the uterus. Specimens removed at the time of surgery were the uterus and the right oviduct. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, device breakage and vaginal haemorrhage. Also embedded device and device expulsion were reported on medical records. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs and medical records received: plaintiff and reporter details were added. Essure insertion date (B)(6) 2008) and removal date (B)(6) 2008) were provided. Injuries as per pfs: hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), salpingectomy (one side removal of fallopian tube),device breakage (coils fell apart and went to the back of my tubes), dysmenorrhea (cramping), oophorectomy (one side removal of ovary), pain/ abdominal pain, vaginal discharge, perforation (fallopian tube(s))/coils fell apart and went to the back of my tubes, and fatigue. Lab tests added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/ coils fell apart and went to the back of my tubes"), device breakage ("device breakage (coils fell apart and went to the back of my tubes)"), embedded device ("essure device adherent to the lower uterine segment serosa/multiple coiled wires in the uterine corpus and one on the serosal surface"), device expulsion ("essure device adherent to the lower uterine segment serosa/multiple coiled wires in the uterine corpus and one on the serosal surface"), abdominal pain ("pain/ abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder and pelvic inflammatory disease. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and complication of device removal ("complications from essure removal procedure: coils fell apart and went to the back of my tubes"). The patient was treated with surgery (hysterectomy (full) and hysterectomy (full), salpingectomy (one side removal of fallopian tube), oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, device breakage, embedded device, device expulsion, dysmenorrhoea, vaginal discharge, fatigue and complication of device removal outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, complication of device removal, device breakage, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2008 attempted essure insertion: both tubal ostia were easily visualized. The essure device was placed through the hysteroscope and easily fed into the right tubal ostium. There was non-deployment of the coils. This was at first felt to be a defective device, and so it was repeated. Again, there was non-deployment. Because we had 1 free device that would not be charged to the patient, we did attempt a third placement, but it was felt that the tube was probably too dilated to retain a coil, and therefore we aborted the procedure. On (B)(6) 2008: the essure device was opened and placed through the hysteroscopic operative channel and very gently inserted and in one continuous fluid motion up to the black mark on the microtip applicator. The sheath was then retracted in the usual manner while maintaining proper position of the microtip on the device. Once the sheath had been fully retracted the button was pushed and microtip applicator was disconnected from its insertion device. Two coils were visualized at the tubal ostia. A similar procedure was performed on the right with one coil. On (B)(6) 2009, patient is still complaining of left lower quadrant pain requiring narcotic medication. She believes is due to essure device and wishes to have them removed. Diagnostic results: on (B)(6) 2009: CT pelvis impression(s): 1. Obstipation. 2. Bilateral fallopian tube sterilization wires. The left wire appears fractured and a portion of it lies in the peritoneal cavity. No evidence for free fluid or inflammatory process. There are bilateral fallopian tube sterilization wires present. Breakage of essure device. On (B)(6) 2009 surgical pathology report: gross description: received in formalin labeled "uterus and right fallopian tubes" is a 107 gram uterus and cervix and a detached fallopian tube identified as right. The uterus is 6.5 x 4.5 x 6.1 cm and has a tan-pink serosa with an anterior tightly adherent 3.3 cm coiled wire stuck to the surface. The cervix is 3 x 3.1 x 2.6 cm and has a tan-pink smooth ectocervix and a patent os. The transformation zone is well demarcated. Sectioning reveals coiled wires within both the right and left cornu. The endometrium is 0.8 cm and the myometrium is 2.3 cm. The fallopian tube is 9.5 cm, is fimbriated and has a diameter measuring up to 1 cm. There is metallic wire protruding from the transected end. Sectioning reveals a 4 cm coiled wire structure within the tube lumen located 3.5 cm from the fimbria. There is a 4 mm gap and a second coiled wire extending to the transection edge. There are a total of four coiled wire (one transected) measuring: serosa-3.3 cm, (transected) right cornu-1.9 and 2.5 cm (portion within the tube), left cornu-3.9 cm, tube-4 cm (length of the wire within the tube). Final diagnosis: hysterectomy with right salpingectomy: cervix - benign cervix with mild acute and chronic cervicitis. Uterine corpus - benign endometrium with endometritis (acute inflammatory cells in stroma and focally in gland lumens). Also, multiple coiled wires in the uterine corpus and one on the serosal surface. Segment of fallopian tube with focal inflammation, reactive changes, and fibrosis (with coiled wire device). On (B)(6) 2009: discharge diagnosis(es): 1. Pelvic pain. 2. Irregular menses. Hospital course: she underwent a successful, uncomplicated, total abdominal hysterectomy with right salpingectomy and cystoscopy. At the time of surgery, a small uterus was noted. There was an essure device adherent to the lower uterine segment serosa. The right essure device was, also, noted in the cornual region of the uterus. Specimens removed at the time of surgery were the uterus and the right oviduct. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, device breakage and vaginal haemorrhage. Also embedded device and device expulsion were reported on medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2018: quality safety evaluation of ptc-product technical complaint. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.